Event description:
Patient waveforms on pts on the 8th floor not displayed on the telemetry unit. All connections were found to be secure. Co rep called in. Rebooted and reloaded license on 7th floor. Rebooted all telemetry towers, checked all naming conventions on all towers. Reloaded license and fd on 8th floor unit. Rebooted the admit master on 10th floor. Checked all antenna's for power on 7 and 8. Swapped tele tower from 8th floor to 7th floor to eliminate the backplane brd. Put all systems back on line in the original state and unit was funcitoning properly.